Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv pacing lead had low impedance, and was not sensing. The patient was receiving normal therapy. The lead was capped and replaced. No patient complications were reported as a result of this event.